Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ dispense charge return credit not crossing over to meditech (ehr). ¿ case: (B)(4) ¿ interface warning: pyxis down since 7 12 2022 02:19:07. A review of the device history record for sn (B)(6) was performed from the date of go live, (B)(6) 2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system was not communicating with the ehr. A technical support specialist connected to the console and confirmed that the adt and orders were processing quickly, indicating the issue was with the hospital adt and order entry system, which had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ system not talking to (ehr) electronic health report , the nurses are having trouble pulling medications. There were no adverse events or injuries reported based on this incident.